Event description:
Event: surgical intervention. Case details: during removal of the delivery catheter, the jacket guard became stuck in ipsilateral limb. While pulling the device in an attempt to free the jacket guard, the quadlumen broke two centimeters below the jacket guard leaving the jacket guard and balloon in the graft limb. A retroperitoneal incision was made to retrieve the jacket guard and balloon. The native common iliac was ligated and a fem-fem cross over was performed.